Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power cord was replaced and the ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a communication error and shut down during a case. The 9900 system had to be removed and the procedure was completed with another system. No patient injury was reported.